Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the device was evaluated, and a reportable malfunction was noted where the burning of the tip body was observed, and the tip cover was burned. It is presumably due to the use of a hf instrument without a sufficient distance from the tip which led to the malfunction. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the burning of the tip body and the tip cover. There was no patient involvement.